Event description:
The patient had an infection previously that had tracked to the pump pocket. The hcp was working to titrate the pump dose down so that explant could occur on (B)(6) 2012. The patient experienced increased spasticity and underdose sx. It was later reported that the pump was explanted. The patient status was reported to be the 'same'. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l70455, implanted: (B)(6) 2000. Product type: catheter: product ID 8703w, lot# l59327, implanted: (B)(6) 2000. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump found no anomalies. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.